Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a bilateral richter type inguinal hernia coincident with automated peritoneal dialysis therapy. The event was manifested by abdominal pain. The cause of the hernia was not reported. The patient was not hospitalized for the event. Treatment details were not reported. At the time of this report, the patient is scheduled for hernia surgery forty three days after the event onset and the patient will be switched to hemodialysis for six to eight weeks. At the time of the report, the patient had not recovered from the event. No additional information is available.